Event description:
It was reported that the patient presented for an implant procedure. Prior to implant, the implantable cardioverter defibrillator began charging due to the oversensing of noise. No shock therapy occurred. The device was not used and replaced. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The implantable cardioverter defibrillator (ICD) was returned for analysis and the reported events of oversensing noise and charging issue were not confirmed. Visual, telemetry, impedance, sensing, pacing, and high voltage output analyses were normal with no anomalies found.